Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were noted for complaints on this lot number. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the customer discovered a [mesh] tear upon opening the package. The product was not used in the patient. A new product was opened and successfully used.

Event description:
According to the available information, the customer discovered a [mesh] tear upon opening the package. The product was not used in the patient. A new product was opened and successfully used.

Manufacturer narrative:
A restorelle mesh was received for evaluation. Examination revealed a tear in two fiber strands of the mesh. Photos of the mesh were forwarded to the contract manufacturer (cm) for further evaluation. Upon further review, the cm noted that the affected sewn area was examined against the applicable sewing acceptance criteria. Localized yarn damage was observed in the sewn area. The appearance is consistent with possible needle strikes during the sewing process; however, it was not possible to conclusively determine whether the observed damage represents one or more discrete needle strikes as defined in the work instruction. The acceptance criteria are based on confirmed needle strikes that result in yarn breakage, with allowable limits dependent on location. Based on visual assessment and the available evidence, it cannot be confirmed that the documented acceptance criteria were exceeded. A review of the device history record by the contract manufactured confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.